Manufacturer narrative:
The reported event was confirmed; however, the cause was unknown. The ureteral stent was returned with the original packaging. A cut was noted in the stent and the suture was then forcibly removed during evaluation. There were no signs of discoloration on the stent. The outer diameter of the stent measured 0.062", the outer diameter of the proximal pigtail measured 0.57", the outer diameter of the distal pigtail measured 0.57" (measurement updated based on evaluation photo as there was a typo in the reading documented in the results), the overall length measured 141.0mm; all measurements were found to be within specifications. A 0.035" guidewire was able to pass through the sample without resistance. A potential root cause could be "material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." The actual/suspected device was inspected.

Event description:
It was reported that the stent ripped during the case.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent ripped during the case.